Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. The nurse was in process of turning device off and on. Checked event log and it was a water reservoir low (03) alert. Started therapy flow rate (fr) was settled 1.3lpm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse got an alert on the arctic sun device, but the screen froze, and they were unable to close the alert out. The nurse was in process of turning device off and on. Checked event log and it was a water reservoir low (03). Started therapy flow rate (fr) was settled 1.3lpm.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse got an alert on the arctic sun device, but the screen froze, and they were unable to close the alert out. The nurse was in process of turning device off and on. Checked event log and it was a water reservoir low (03) alert. Started therapy flow rate (fr) was settled 1.3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.